Event description:
In 2003 the pt had an in-fast procedure. Info regarding the type of sling used at this procedure was not provided. Pt reported sling "coming thru tissue into vagina." No further info was provided.